Event description:
Indentation found in arterial blood line during dialysis treatment, 1 1/2 hrs into treatment. Blood sample spun and found to be moderately hemolyzed. Pt asymptomatic, completed treatment with new setup. Discharged in stable condition.